Event description:
It was reported that on (B)(6) 2023 a 25 mm navitor valve was selected for an implant in a patient with a very challenging anatomy due to horizontal aorta, bicuspid aortic valve. There was no calcium score provided, however leaflet calcium was graded as mild, with moderate calcification of the annulus. The sizing of the annular dimensions of the native valve was diameter: 23.0mm, perimeter: 73.0mm, area: 385mm2. Challenging imaging to determine depth of implant of stent frame/ valve. The valve landed awkwardly, initially with a outer curvature bias of the delivery system and landing on the lcc. (Angle of annulus 56 degrees). After an initial partial deployment in this angle, significant nonuniform expansion was noted on the ncc side of the valve and the lcc side was too high. Recapture and reposition with second deployment was made with a delivery system bias toward the inner curvature. Depth was judged to be 1-2mm on the ncc and 8-9 on the lcc at that time. The valve also migrated downward with a final depth of 12mm left coronary cusp (lcc), 9mm the right coronary cusp (rcc). The stent frame was notably constrained just below the commissural attachment features. Post dilatation of the valve was completed with a non abbott device with expanded the stent frame. Mild-moderate aortic regurgitation was noted, and found to be central by transesophageal echocardiogram (tee). The patient was stable with acceptable valve gradient, (mean 14mmhg with ar index of 39). The patient had a transesophageal echocardiogram (toe) on the (B)(6), and the central aortic regurgitation appears to be severe and the stent frame is clearly constrained, elliptical. A computer tomography scan is planned for monday the (B)(6) to better visualize the stent frame. The physician is hoping he can snare, and pull the valve upward to a better location if possible. If aortic regurgitation persists, tav-in tav will be done with a non-abbott device. The patient remained stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration and moderate to severe aortic regurgitation was reported. Field indicated that pre-procedural imaging was performed and showed challenging anatomy due to horizontal aorta, bicuspid aortic valve which could have contributed to the reported event. A returned device assessment could not be performed as the device remains implanted and for analysis. Based on the information received, the cause of the reported incident is consistent with a severely anatomy, but could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."